Event description:
It was reported that during patient use, the ventilator displayed an oxygen flow temperature alarm. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The service of the ventilator is pending.

Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the device and verified the malfunction. The fse replaced the motherboard printed circuit board (pcb), the analog interface (ai) pcb, the inspiratory flow sensor, the exhalation cable and the exhalation module cable. The unit then passed all testing and operates within the manufacturing specifications.